Event description:
Device 1 of 3. During the colonoscopy procedure, a radial jaw 3 biopsy forceps were used. The forceps did not fire when the tissue was grabbed. The forceps would grab the tissue, but the device would not fire. The physician attempted to use two other radial jaw 3 biopsy forceps. The same event repeated. The patient's condition was reported to be fine. Refer to associated manufacturer report# 3005099803-2008-06126 and 3005099803-2008-06127 for a description of the other event.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.